Event description:
It was reported that prior to the implant procedure, the implantable cardiac monitor could not be programmed despite using two different programmers. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.